Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed that all three drawers and four tower doors were not detected. The machine was inspected, and the network configuration was verified to be correct. The system was powered down, and all connections were reseated. After powering the system back on, all drawers and doors were detected and functioning properly. The customer tested the station and confirmed satisfactory operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini half bottom drawer did not open. The customer completed all applicable troubleshooting procedures, but the issue persisted. The customer stated that the user manually opened the affected drawer to retrieve medications as needed. However, there were no delays or adverse events or injuries reported based on this event.